Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the insertion of the delivery catheter system (dcs) and 14 fr inline sheath, a dissection was noted in the right external iliac and right common iliac arteries. The valve deployment was attempted four times and recaptured into the dcs due to unspecified reasons. Upon the third deployment attempt, a left bundle branch block (lbbb) was observed. Following deployment and the withdrawal of the dcs, three non-medtronic stents (10 mm x 60 mm) were placed near the aorta to the right external iliac artery. The lbbb resolved and the patient's rhythm returned to baseline without treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the insertion of the delivery catheter system (dcs) and 14 fr inline sheath, a dissection was noted in the right external iliac and right common iliac arteries. The valve deployment was attempted four times and recaptured into the dcs due to unspecified reasons. Upon the third deployment attempt, a left bundle branch block (lbbb) was observed. Following deployment and the withdrawal of the dcs, three non-medtronic stents (10 mm x 60 mm) were placed near the aorta to the right external iliac artery. The lbbb resolved and the patient's rhythm returned to baseline without treatment. No additional adverse patient effects were reported. Additional information was received that the valve was recaptured into the dcs due to a shallow implant depth.

Manufacturer narrative:
Updated data: b2. B5. D4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 3 months following the implant of the valve, a peripheral vascular thromboembolism was observed.

Manufacturer narrative:
Updated data: b5. Added fifth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the insertion of the delivery catheter system (dcs) and 14 fr inline sheath, a dissection was noted in the right external iliac and right common iliac arteries. The valve deployment was attempted four times and recaptured into the dcs due to unspecified reasons. Upon the third deployment attempt, a left bundle branch block (lbbb) was observed. Following deployment and the withdrawal of the dcs, three non-medtronic stents (10 mm x 60 mm) were placed near the aorta to the right external iliac artery. The lbbb resolved and the patient's rhythm returned to baseline without treatment. No additional adverse patient effects were reported. Additional information was received that the valve was recaptured into the dcs due to a shallow implant depth. Additional information was received that external iliac artery stenosis with dissection were observed during the valve implant. Endovascular therapy was performed in the femoral artery with a 5 millimeter (mm) balloon and percutaneous old balloon angioplasty (poba) along with the stent placement. Additional information was received that 3 months following the implant of the valve, a peripheral vascular thromboembolism was observed. Additional information was received indicating that the valve was implanted at a depth of 5 mm on the non-coronary cusp and 4 mm on the left coronary cusp in the native annulus.

Event description:
Additional information was received that external iliac artery stenosis with dissection were observed during the valve implant. Endovascular therapy was performed in the femoral artery with a 5 millimeter (mm) balloon and percutaneous old balloon angioplasty (poba) along with the stent placement.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.